Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticm5_13.2 implantable collamer lens, -5.50/+1.5/169 (sphere/cylinder/axis), in the patients left eye (os) on (B)(6) 2018. The lens was explanted on (B)(6) 2019 due to excessive vaulting and significant reduction of irido-corneal angles. The lens was exchanged for a shorter lens and the problem was resolved. The cause of the event was due to icl size was too big.

Manufacturer narrative:
A yag was performed for addition of new peripheral iridectomy. The patient is happy and no need for glasses. Device evaluation: the lens was returned in a micro-centrifuge vial with moisture on lens. Visual inspection found no visible damage to the lens. (B)(4). Claim#: (B)(4).